Manufacturer narrative:
B5: upon follow up it was reported that the patient recovered from the peritonitis event and antibiotic treatment was discontinued. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy effluent and abdominal pain. It was reported the patient was hospitalized on the same day of the peritonitis diagnosis and discharged within 4 days. The patient was treated with vancomycin injection (1g/stat/intraperitoneally) and amikacin injection (500 mg/stat/intraperitoneally). The day after hospital admission, amikacin injection (100mg/once daily/intraperitoneally) and meropenem injection (500 mg/once daily /intraperitoneally) was started and was ongoing for peritonitis. At the time of this report, the patient was recovering from the peritonitis. Pd therapy is ongoing. It was reported the retraining was done on the proper aseptic technique. No additional information is available.